Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database search finds one other reported incident against lot 2842431 and other reported incidents against lot 2868410 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege, patient has been caused to sustain serious injuries; has suffered and will continue to suffer great pain of body and mind; has been and will in the future be deprived of earnings and earning capacity; has sustained permanent disability and deformity; has been caused great inconvenience, and has incurred and will in the future incur hospital, doctors and/or related expenses in an effort to treat and/or be cured of said injuries. Update: (B)(6) 2012-medical records received . Medical records indicate part/lot.

Event description:
Litigation papers allege pt has been caused to sustain serious injuries; has suffered and will continue to suffer great pain of body and mind; has been and will in the future be deprived of earnings and earning capacity; has sustained permanent disability and deformity; has been caused great inconvenience, and has incurred and will in the future incur hospital, doctors' and/or related expenses in an effort to treat and/or be cured of said injuries.